Event description:
The hosp reported that after turning the unit on, it made a popping sound and then sparks came out the top. No injury to the pt or therapist occurred. Reportedly, the unit had been used previously that day with no problem. The hosp bio-medical shop could not reproduce the reported problem.